Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 110,162, & 282 mg/dl when all tests were performed within 5 minutes on the advantage system. No action or treatment was reported. A request was made for the return of the suspect product and replacement product was sent.